Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly and battery out limit alarm. Customer's blood glucose at time of incident was 172 mg/dl. The customer stated numbers kept ramping up when entering her blood glucose and none of the buttons are working and she cannot clear the battery out limit. Customer was advised that pump will need to be replaced.